Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S.w version 3.18e. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. No audio anomaly noted during the testing.

Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was an allegation of hyperglycemia as a result of this event.